Event description:
Pt had lumbar laminectomy with fusion 5/17/95. Drain removal 48 hours post-op from left iliac bone graft site. Approx 6" of catheter was broken off and was surgically removed 8/7/95.